Event description:
No device was returned for evaluation. The customer was able to clean pin and run successful test infusion. Therefore, the pump was returned to customer use. An internal investigation was opened to investigate the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Event description:
The following has been reported: biomed reported: ticket stated "doesn't work". Cleaned and ran test infusion. No alarms patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.